Event description:
During a rhizotomy procedure, the product failed to work. Troubleshooting efforts were unsuccessful and backup equipment was not available. The pt had already been given a local anesthetic when it was decided to cancel the procedure. There was no adverse consequence reported as a result.

Manufacturer narrative:
The device is expected, but not yet rec'd for investigation. A follow up report will be made if the investigation requires.